Manufacturer narrative:
Awaiting fco release for wireless foot switch replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the wireless foot switch button for the op lamp was defective on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.